Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found the error reoccurred when the racks were not rotating. Fse visually saw the x1 pitch sensor was out of alignment. Fse adjusted the alignment of the x1 pitch sensor and resolved the complaint. Fse repaired and validated the analyzer by successfully performing several loader rack rotations with no errors. Additionally, ran quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2300) s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to misaligned x1 pitch sensor.

Event description:
A customer reported error message ¿2300 s. Loader step feed failure¿ after a rack jammed on the aia-900 analyzer. The customer performed an all-set-home function and restarted the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.